Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2015 the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the patient was seen for follow up and prescribed a ten day course of oral antibiotics. As of report dated (B)(6) 2015 the infection has resolved. The implanted device remains.